Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2018 the recipient reported no longer having any hearing sensation with the device. The recipient never developed speech understanding and used the device for ambient noise awareness. There is no accident or trauma reported.

Event description:
On (B)(6) 2018 the recipient reported no longer having any hearing sensation with the device. The recipient never developed speech understanding due to late implantation but used the device for ambient sound awareness. There is no accident or trauma reported. The implant site appears healthy with no swelling or redness present. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.